Manufacturer narrative:
Please see attached summary memo of evaluation.

Event description:
The dental implant fx4012swc was removed on (B)(6) 2017 due to failure to osseointegrate 11 months and 15 days after implantation. The doctor indicated that local infection and peri-implantits may have caused the implant removal. The patient has a history of diabetes and tobacco use and has been recovered without complications.